Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3093-33, lot # v026382, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient fell on (B)(6) 2010 at a store in a bathroom due to the handicapped stall not functioning. The patient fell backwards and hit the stimulator (ins) on the right hip while attempting to stand. The patient used a cane (due to a fall in 2007) and was disabled. The ins and the leads were damaged due to the fall. The device was removed on (B)(6) 2011. The patient was having ongoing back issues related to the fall as well as other problems (not specified) from surgeries for the ins. Additional information was requested, if received, a follow up report will be sent.